Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a popliteal artery. During advancement and removal of the command 18 guide wire, resistance was felt with a non-abbott support catheter and the coating of the guide wire was observed to be peeled. A new command guide wire was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported peeled / delaminated core was confirmed as a polymer break was confirmed. The reported difficult to remove and difficult to advance could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance during advancement or removal. Analysis of the returned wire noted that the tip of the wire was bent, with broken polymer. The wire was frozen in a guide catheter, proximal to the noted damages. In this case, it is likely that the wire sustained core and polymer damage during use, contributing to the resistance the guide catheter experienced during advancement and removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.